Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a hematoma at the incision site. The patient was under an anticoagulant medication when the hematoma was discovered. The cause could be attributed to the implant procedure and anticoagulant. Staples were placed at the incision site. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.